Event description:
It was reported that, the hospital has been having power issues. The system rebooted spontaneously, and booted to a console login.

Manufacturer narrative:
Results: device was accessed remotely via telephone modem to boot device, and ran file checks. Manufacturer's evaluation summary: the device is an installed centralized patient monitoring system with backup power supplied by an off the shelf uninterruptible power supply (ups). The customer reported that, the system booted to a console login. The user on shift was unable to boot the system because they did not have the password available. Additionally, the customer stated that, the hospital has been having power issues. Welch allyn customer support accessed the system remotely, rebooting the system successfully, and ran file check utility programs. The system operated to specification passing all operational tests. The conclusion of the investigation is that, the hospital power fluctuation brought the system down, and automatically went to the user login screen prompt. There was no failure of the system.